Event description:
Customer reported an issue with the panorama central station, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Customer replaced the pt's electrode patches that was causing ECG noise to the sys channels. After electrode patches were replaced, the issue was resolved. No further problems were reported.